Event description:
A large patient with deep implants experienced flow problems due to the cannula coiling up into the pocket. The valve was tilted and contained an abscess which required valve explant surgery.